Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated the crt-d was explanted and replaced due to normal battery depletion (nbd). During the revision procedure defibrillation threshold (dft) testing was performed to test the integrity of the system. The shock impedances were satisfactory, therefore, the physician elected to leave the rv lead implanted. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) recommended increasing the out of range alert and performing isometrics and pocket manipulations. This crt-d system remains in service. No adverse patient effects were reported.